Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient¿s receiving unknown drug via an implantable pump. It was reported that they knew of several other patients with volume discrepancy issues. The reporter had no further information.